Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/11/2019. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2018-77106, 2210968-2018-77107, 2210968-2018-77108. Analysis results have been included in follow-up reports for each. Device evaluation summary: ten unopened samples of product code w587, lot mej440 were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of the ten samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an appendectomy procedure on 10/13/2018 and a suture was used. During surgery, the nurse was able to tear the suture with her hands without much effort. The procedure was continued with another suture material. There were no adverse patient consequences reported.